Manufacturer narrative:
(B)(4). Retainer ring=clear. Insulin pump passed self test and displacement test. Insulin pump communicated and calibrated properly with test guardian link transmitter. No communication anomalies noted. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked retainer and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump reported loss of communication between pump and transmitter. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.